Event description:
It was reported that during preventive maintenance at the healthcare facility that the small screw between the handle and the backside of the thoracic pedicle feeler was found to be missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during preventive maintenance at the healthcare facility that the small screw between the handle and the backside of the thoracic pedicle feeler was found to be missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, and device handling was determined to be a potential root cause of the reported event. The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that during preventive maintenance at the healthcare facility that the small screw between the handle and the backside of the thoracic pedicle feeler was found to be missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.